Manufacturer narrative:
It was suspected that the blue or yellow suture on the rechord was caught in the tying suture, which prevented the release of the guiding suture. Device not explanted.

Event description:
A mitral annuloplasty that did not require work on the chordae was performed using a memo 3d rechord. After positioning the ring, the physician was unable to pull the blue string to release the yellow guiding suture on the ring. The surgery was completed and the yellow suture was left in place. No negative patient impact was reported, and the devices functionality was reported to be unaffected by the event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. Given that the device was not available for analysis, no device investigation could be performed. However, according to the information provided, it was suspected that the blue or yellow suture of the rechord became caught in the tying suture, and therefore could not be released. As such, this event can reasonably be attributed to user error. Furthermore, in the instructions for use of the memo3d, "in case the replacement of the chordae tendineae is not necessary, remove the rcs [rechord system] from the annuloplasty ring before its implantation discard the two threads." As such, the event can also be attributed to a failure to follow instructions.